Manufacturer narrative:
Since the date of the implantation surgery was not reported, this case will be treated as related to the issues for which zimmer implemented a correction in july 2008. There is no further info regarding this complaint. An updated report will be submitted if additional info is received that could enable the MFR to assess if this case could be related to the issues for which zimmer implemented a correction in july 2008 as correction z-2415/2426-2008. (B)(4).

Event description:
This complaint was received from lirc. It was reported that a pt received a durmom acetabular component 62/56 v on an unk date and underwent revision surgery (date not reported) due to unk reason(s). For data entry purposes, since "date of event" was not reported, the date zimmer gmbh was made aware of the complaint that was entered on this field.